Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient's mom that her son encountered infusion set cannula kinked event and his blood glucose level was found to be high. Do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.